Event description:
Pt was revised because humeral head collapsed.

Manufacturer narrative:
The products associated with this reported event were not returned for examination. The product codes and/or lot codes required to retrieve the device history records were not provided. The investigation could not draw any conclusions about the reported event based on the info provided. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.